Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.

Event description:
It was reported that the patient¿s pacemaker exhibited unspecified issue. It was also noted that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. The pacemaker was explanted and replaced. No intervention was done for the rv lead and ra lead. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.